Event description:
(B)(6). Bg 130, initial notes: button error is on my pump was at the pool and went under the water. (B)(4). Inquired if the customer recalls any significant events leading to the alarm. Found: I was at a kiddie pool and I briefly went under. I took it off right away. A little bit of water penetrated the screen. Adv the customer the pump will need to be replaced. Adv the customer to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Explained the ...

Manufacturer narrative:
Failure analysis revealed that all the buttons function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads. Moisture damage was found on electronic and motor assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.